Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, insertion difficulties were noted on the right atrial (ra) lead when inserting the stylet into the ra lead. The ra lead was replaced and a new ra lead was successfully implanted. The patient was stable following this event with no adverse health consequences.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. A stylet could not be fully inserted inside the lead due to clogged blood in the inner coil of the lead at the distal region. The reported event of insertion failure was confirmed, and was determined to be due to blood clogging the inner coil.